Event description:
It was reported that a pump malfunction occurred, identified by an error code. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump and recommended a software update for quality improvements. The error did not recur after the reset. The customer was advised to monitor the pump and report any further issues. The customer reconnected the existing sensor and planned to resume insulin use independently.